Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing baclofen (dose and concentration unknown). The indications for use included intractable spasticity and head/brain injury. It was reported that the patient's catheter was thought to be over the pump reservoir port on (B)(6) 2017. A dye study was performed, and surgical intervention took place. No environmental, external, or patient factors were thought to have contributed to the event. The issue was not considered resolved, but the patient's status was noted to be alive - no injury. Additional information was received from a manufacturer representative on (B)(6) 2017. It was clarified that the dye study took place rather than surgery, and after the dye study the catheter was thought to be positioned over the pump. No further action was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.